Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation, no free flow behavior could be confirmed. Mmdg also could not find any indications of free flow and the pump did pass 40 psi testing. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed while it was being prepared for infusion. Mmdg followed up with the initial reporter, who stated that the pump had free flowed while it was being prepared for infusion. They stated that the medication leaked onto the floor, and that the event did not have any patient impact. (B)(4).